Event description:
It was reported that during dft testing the induced arrhythmia could not be converted. Multiple shocking vectors were attempted with no success. It was decided to upgrade to a higher energy device, and plans to explant and replace the device were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.